Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a rf pic failed self test alarm on the insulin pump. Customer's blood glucose was 194 mg/dl at the time of the incident. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was assisted with programming the time and date. Customer was advised that the insulin pump will need to be replaced. Customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.